Event description:
It was reported that a procedure was performed on (B)(6) 2019 in the dominican republic, utilizing the vault c acdf system. After placing the screws one of them had to be removed and replaced. When replacing the screw, the driver broke. The broken tip remains in the head of the screw implanted in the patient. The procedure was completed utilizing the angled driver readily available in the set with no delay to the procedure.

Manufacturer narrative:
Lot #: corrected to 3200mm. Device manufacture date: corrected to 6/6/2014. Device evaluation: the driver is of the split tip design configuration. The tip of the driver was examined with the aid of a 5x loop. The split tip is sheared in two distinct planes which are at angles to the driver's longitudinal axis, and at angles relative to each other. Each plane is normal to the plane of the split. An image of the fracture is included as an attachment. A shiny appearance is present at the lobes closest to the split that are at the two locations where the longest length of tip that remains. This is coincident with the areas where clockwise loading would be initiated at the split. The shiny appearance at the lobes is believed to be due to rubbing at those locations. It is believed that tip cracks were initiated during prior use, and that subsequent loading caused the cracks to grow and subsequently resulted in the observed failure. No corrective actions are being recommended since this is an older design that has failed at the end of its useful life. Review of device history records found thirty-one (31) pieces of this lot released for distribution on 6/6/2014 with no deviation or anomalies.

Manufacturer narrative:
Patient information - unknown. Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. Occupation - other: distributor. Review of device history record found (B)(4) pieces of lot 0176it were released for distribution on 1/30/2015 with no deviation or anomalies. Complaint history review found this to be the only report for this lot. Information provided indicates that the product is available for evaluation, but has not yet been received by the manufacturer. If product is received a follow-up medwatch report will be submitted following completion of investigation.

Event description:
It was reported that a procedure was performed on (B)(6) 2019 in the (B)(6), utilizing the vault c acdf system. After placing the screws one of them had to be removed and replaced. When replacing the screw, the driver broke. The broken tip remains in the head of the screw implanted in the patient. The procedure was completed utilizing the angled driver readily available in the set with no delay to the procedure.